Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the procedure, the device could not cross into the tortuous lad lesion. The device was pulled back to attempt a femoral approach, but the tip broke off. The tip was seen on imaging inside the guidewire. The guidewire and tip were removed with no patient consequences.